Event description:
Litigation alleges patient experienced severe pain and discomfort, and chronic dislocations.

Manufacturer narrative:
**Update**12/26/2012- pfs and medical records were received from legal. The operative records indicated the patient had closed reduction due to dislocation on (B)(6) 2012. There is no new information that would change the existing MDR decision. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 12/18/12- pfs and medical records received. After review of the primary and revision operative notes there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports. Medical records and x-rays were reviewed. With the information provided, the complaint is not product related. The version of the acetabular cup is in question and the patient had well-documented muscular deficiency in the right hip. The hip dislocations were associated with falls, bending over, and not having the brace in place while ambulating. The patient did not have any detectable changes to bone radiographically over time. The patient had extensive blood tests related to her other medical issues and it was never reported that tests were conducted to check for increased metal ion levels. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports. Medical records and x-rays were reviewed. With the information provided, the complaint is not product related. The version of the acetabular cup is in question and the patient had well-documented muscular deficiency in the right hip. The hip dislocations were associated with falls, bending over, and not having the brace in place while ambulating. The patient did not have any detectable changes to bone radiographically over time. The patient had extensive blood tests related to her other medical issues and it was never reported that tests were conducted to check for increased metal ion levels. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.